Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) instrument to perform failure analysis at the time of this report. A review of the instrument logs show three vse instruments were utilized during the procedure. It is unclear at this time which vse instrument is associated with the reported event. The first vse instrument (lot #k13251120-0274) was installed 1 time and passed homing. The system logs show 52 cut complete events. The e-100 generator logs show 21 coag events with no errors and 70 seal events with 5 high initial starting impedance errors and 1 ¿blank¿ error. The system logs show one ¿e-100 error: recoverable error: sys estop seal¿ corresponding to the ¿blank¿ error. The second vse instrument (lot #k13251120-0268) was installed 1 time and passed homing. No other events were noted in logs. The third vse instrument (lot #k13251120-0278) was installed 1 time and passed homing. The system logs show 73 cut complete events were noted. The e-100 generator logs show 31 coag events with no errors and 94 seal events with 4 high initial starting impedance errors. The system logs show one ¿e-100 error: recoverable error: instrument high initial starting impedance¿ which could be related to either of the two vse instruments with this error above. No other instrument related issues are obvious from these logs. The system logs show one ¿e-100 error: recoverable error: instrument ID data corrupted or not present¿ as well which may or may not be related to an issue with one of the three vse instruments used in the procedure. The vse instrument user manual states the following warning in relation to the grip release function: "warning: do not perform grip release on a non-faulted system without first pressing the emergency stop button. Failure to observe this warning may result in unintended instrument motion or damage to the grip release mechanism."

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair procedure, unspecified tissue became stuck in the jaws of the vessel sealer extend (vse) instrument. This resulted in the tissue being excised away from the jaws. The customer reported they had attempted to use the grip release slider of the instrument without pressing the emergency stop (e-stop) button. A backup vse instrument was then installed; however, the instrument would not engage with the e-100 generator. The customer reseated the instrument and rebooted the e-100 generator without success. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended installing a third vse instrument which was installed and functioned as expected. The procedure was completed as planned.